Event description:
On (B)(6) 2009, the patient reported his insulin infusion sets are not properly adhering to his skin. He stated that last week after infusion headset had been in use for 2 days, he noticed that all the edges were peeled up and the needle was "hanging by a thread." He tested his blood glucose and his reading was within his normal range. He inserted a new headset and discarded the used one. He stated that last night when he opened a new headset to insert, the edges of the protective paper were "abnormally" peeled up on both halves. He said there appeared to be very little adhesive on the new headset. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.